Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v216871, implanted: (B)(6) 2009, product type lead; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).

Event description:
The consumer reported that their patient programmer was not working. There was a poor communication screen on the patient programmer. The antenna was secured, it was synced with the implantable neurostimulator (ins), and this did not resolve the issue. The patient was able to communicate without the antenna. She was on program 1 at 4.0 volts and the ins was off. The ins was turned on and she could feel it. The patient noticed on the night of (B)(6) 2015 that she was going to the bathroom too frequently. The reported symptom was a loss of therapy. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.